Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 506 mg/dl. The customer had symptoms such as dry mouth and treated with the pump and manual shot. Customer reported that the high blood glucose levels began on april 12, 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the cannula was not bent. The product was not returned for analysis.